Event description:
The customer reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level as it remained within the normal range. The customer received instructions from technical support to ensure proper button usage and was advised on shipping the device back. A replacement pump would be provided, and the customer was instructed to use the current pump until the replacement arrived.